Event description:
A customer alleges a positive bias of 0.4-1.3 mmol/l on multiple analyzers with multiple lots of cartridges and reagents. This has not been confirmed by bmc after extensive testing.

Manufacturer narrative:
Standard disclaimer on file.